Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR's following receipt of an untitled letter issued by the FDA. The customer replaced pr7, pn 770861a. Adjusted to 40 lpm as per bias flowmeter. Replaced pr3, pn 766792a. Replaced pr4, pn 766862. Map now goes to 38. Performed zero/span as per 3100a service manual 6k pm procedure, found span out of spec, vent reading 38/pressure meter reading 40.2. Calibrated panel meter and unit and meter matched with pressure of 40.1. Performed pneumatics calibration as per the 3100a service manual 6k pm procedure, adjusted fv1. Post calibration, unit now passes patient circuit calibration at 40.1 at a bias flow of 20. Performed performance check, map 21.2/delta p 69. The regulators have been received at carefusion, but the evaluation is not yet completed. Upon completion a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that pr3 was leaking. Carefusion tech support specialist assisted with the evaluation of the unit and found pr4 and pr7 leaking as well. Determined someone had applied 100 psi to the unit. There was no indication of any patient involvement.

Manufacturer narrative:
Device evaluation: the regulator pr4, pr3, and pr7 were fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. These components have been scrapped. If additional information becomes available then a supplemental report will be filed.